Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 x 2, implantable pacing leads, (B)(6) 2013. (B)(4).

Event description:
It was reported that the two months after implant, the patient developed a superficial wound infection with the lateral edge of the incision gaping. There is a history of discharge from the wound but no history of fever on examination. It was noted that the pocket was healthy and blood tests normal. A wound swab indicated (B)(6). The patient was hospitalized and received intravenous (IV) antibiotics. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.